Manufacturer narrative:
During the review of the customer supplied data files, thermo fisher scientific identified fifty eight (58) false positive results, all in row p of the assay plates, out of 1,010 samples across three runs. The root cause of the issue was improper loading of the clear seal heat sealing film roll on the alps 3000 heat sealer, resulting in misalignment of the roll. This misalignment resulted in failure to seal the bottom row p of the qpcr plate in all the three runs. The customer was informed of the additional 18 false positive samples and was instructed to train on proper loading of the heat sealing film roll to the alps heat sealer as per page 175 of the IFU (man0019428, rev. A.0) to avoid recurrence of the issue.

Event description:
Due to users misalignment of the clear seal heat film on the heat sealer, the bottom row of the qpcr plate was not sealed resulting in false positive results while running the taqpath¿ covid19 high throughput combo kit on (B)(6) 2021. Customer had utilized an ruo workflow, which included ruo hardware, software and assay components. The customer indicated that forty (40) false positive results were reported to the physician/patient before the issue was discovered. The customer did not report any deaths or serious injuries as a result.